Manufacturer narrative:
Summary of event: as reported, during an ureteroscopic lithotripsy (ursl), when the or nurse opened the package of an ncircle tipless stone extractor, it was discovered that the basket would not open. The issue with the device was discovered prior to making contact with the patient. Another, same type device was used to complete the procedure without difficulties. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection along with a functional test were also conducted. The returned device was found to have a basket that would not fully close. The basket sheath was also found to have bends and kinks. Cook reviewed the product labeling. The product IFU did not provide any information related to the reported issue. Cook concluded that the recorded non-conformances were not related to this incident. A lot history search found no other complaints had been reported for this lot. Because there were no related non-conformances, adequate inspection activities had been established, and no other known lot related complaints had been received from the field, the device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded that it was likely the basket sheath damage was preventing the basket from fully opening. The cause for the basket sheath damage could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter name and address: customer phone: (B)(6). PMA/510k#: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during ureteroscopic lithotripsy (ursl), when the or nurse opened the package of an ncircle tipless stone extractor, it was discovered that the basket would not open. The issue with the device was discovered prior to making contact with the patient. Another same type device was used to complete the procedure without difficulties. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.